Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that 8 days following the implant of this transcatheter bioprosthetic valve, the valve migrated toward the ventricle resulting in severe paravalvular leak and a non-medtronic transcatheter valve was required to be placed valve-in-valve. No other adverse patient effects were reported.